Event description:
It was reported that a patient underwent an x-stop procedure. Post procedure, the patient reported neurological problems. Additional information was reported.

Manufacturer narrative:
Device not returned, followed up with company representative.